Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported symptom 'downstream occlusion' was verified through the event history log. Evaluation ran the device for 15 minutes at the rate of 400 ml/hr and could not reproduce the alarm. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion. There was no patient involvement. No additional information is available.